Event description:
It was reported that the pta balloon could not be retracted through the introducer sheath. The balloon catheter and the sheath were removed together as a single unit. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was returned. The investigation is confirmed for retraction issues and a break at the proximal balloon glue joint, based upon the condition of the returned sample. It is possible that the break at the proximal balloon glue joint was a result of the retraction issues; however, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.